Event description:
(B)(4). Initial info received from a physician on (B)(6) 2007 via our company rep. This cohort is a (B)(4) observational study in (B)(6) pts receiving (B)(6) and treated with poly-l-lactic acid for facial lipoatrophy. Its main aim is to describe the safety of poly-l-lactic acid in the treatment of the facial lipoatrophy in (B)(6) pts. A male pt with medical history of (B)(6) had received two injections of poly-l-lactic acid (new-fill) for lipoatrophy in 2007 (exact dates unspecified). No concomitant medications were reported. After the second injection, clinical exam revealed two indurations. For the physician these indurations were granulomas. Batch number not available at the time of the report. Outcome: ongoing.

Manufacturer narrative:
(B)(4). F/u info received on 6/5/09. A (B)(6) male pt had received two injections of poly-l-lactic acid (new-fill)(batch number 16012) for lipoatrophy in 2007: on (B)(6) 2007: one injection of 5 ml of poly-l-lactic acid in right cheek. On (B)(6) 2007: one injection of 5 ml of poly-l-lactic acid in left cheek. Concomitant drugs for (B)(6). At the reporting time, outcome is unk. No further info was provided.